Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by a biomed that the epg (external pulse generator) was connected to a patient to be used and the nurse stated "it wouldn't do anything, it just didn't work". The biomed tested the device and everything was in specification. The biomed stated he has no additional information on the situation and felt maybe it was the battery, but he does not know. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device was analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.